Event description:
It was reported that, having a permanent device implanted after a trail period, the patient reported a decrease in therapeutic effect. The patient stated the permanent device was only relieving "a third of the pain". The patient had "several" reprogramming sessions. The patient stated he was taking oral medications to control the pain. At one reprogramming session "about a year after implant," the patient reported shocking or jolting symptoms from the device.

Manufacturer narrative:
(B)(4).. Reason for late MDR due to implementation of process improvement.